Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure since no samples or lot number was provided. An absolute root cause for this incident cannot be determined. The results of previous investigations confirm the reported issue of eclipse complaints regarding safety mechanism breakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on the above a situation analysis has been opened to address this concern. Please refer to (B)(4).

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: it is unknown if a sample is available. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that an agency nurse sustained a needle stick injury on the suspect device. She went to activate the safety mechanism and "it broke". No further information is available.